Event description:
It was reported that this lead was explanted due to it was dislodged. It was confirmed due to sensing and impedance issues. A new right ventricular (rv) lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a product performance issue. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.